Event description:
In may 2002 kmi was notified of the explant of a wrist fusion system 2 days prior to address pain reported by the patient during wrist extension. There was no reported of defective components.